Event description:
Customer reported device = 347 mg/dl. Customer took extra medication. Customer stated feeling dizzy. Three hours later, customer went to the hospital. Hospital device = 53 mg/dl. Customer was given orange juice to raise blood glucose. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.